Event description:
A customer reported an issue with the pixel display on their insulin pump, which affected their ability to interact with and read the screen. There was no adverse impact on the customer's blood glucose level. Tandem technical support (cts) resolved the issue by sending a replacement pump. The customer was advised on steps to return the faulty pump and was informed about the procedures to program the new pump and connect their continuous glucose monitor (cgm). The customer acknowledged these instructions, ensured alternative insulin delivery through multiple daily injections (mdi), and confirmed understanding of the software on the replacement pump.